Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient required hospitalization. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with dianeal and extraneal therapies was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.